Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent malfunction alarms. The customer's blood glucose (bg) level ranged from 127 -311 mg/dl and insulin injections were administered to address the bg level. After each alarm, the customer reset the pump and the alarm did not reoccur at that time.